Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer reported the issue was resolved. Customer declined follow up from tandem technical support. No additional information was provided. Customer¿s blood glucose level was 360 mg/dl